Manufacturer narrative:
Correction: h11 - further information was received confirming which lead had migrated and been replaced. Cml no longer applies to this adverse event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the octrode lead migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3163ans, UDI: (B)(4), serial: n/a, batch: 3885722.

Event description:
It was reported that the patient experienced ineffective therapy. Physician identified lead migration during radiographic/fluoroscopic imaging. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.